Event description:
It was reported that the customer had a high blood glucose but not hospitalized and cosmetic damage on the insulin pump. The customer's blood glucose level was 420 mg/dl. The customer was treated with bolus and also raised basal rates. The customer reported the damage to the drive support cap and its flushed with casing. The troubleshooting was performed. The customer insulin pump will need to be replaced and advised to follow their medically prescribed back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support disk was inspected, and no anomaly was noted. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.